Event description:
Patient presented with an infection starting at approximately one week following placement of a unite biomatrix on a diabetic foot ulcer as part of a study. Patient was treated with oral antibiotics. Three weeks later, the unite was removed. Subsequently, patient developed new wounds, including a wound caused by the cam walker/fracture boot, and osteomyelitis and chronic ulceration were later confirmed. Approximately two months following initial visit, patient underwent transmetatarsal amputation of the right foot.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Review of lot records indicated that device met all acceptance criteria prior to release. The cause of this event is undetermined at this time. Based on patient's source documents, the patient had preexisting cellulitis and osteomyelitis on the right 2nd digit. He also had several episodes of infection of the study target wound which started before the treatment with the unite.